Event description:
Information received from the field notes that the patient presented for an initial implant of a dual chamber pacing system. When the pocket was closed, pocket stimulation was seen with bipolar pacing at 3.5v. The physician elected to replace the device to avoid further risk. After replacement, no further pocket stimulation was seen. Visual inspection of the first implanted device showed that the seal of the septum had been damaged.